Manufacturer narrative:
Citation: azeem latib. Initial findings using the v8 hourglass-shaped valvuloplasty balloon for postdilatation in treating paravalvular leaks associated with transcatheter self-expanding aortic valve prosthesis. Catheter cardiovasc interv. 2016 jun;87(7):1306-13. Doi: 10.1002/ccd.26462 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the v8 hourglass-shaped valvuloplasty balloon for postdilatation following transcatheter aortic valve implant. All data were collected from multiple centers between 2013 and 2014. The study population included 11 patients (predominantly female; mean age 82 years), all of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: inadequate valve expansion, moderate paravalvular leak (pvl), and complete heart block (chb) with permanent pacemaker implant. Based on the available information, there was a likely correlation attributed to medtronic product. No additional adverse patient effects were reported.